Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available. Date of event is unknown. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Part number: 391.201, synthes lot number: p507840, release to warehouse date: march 22, 2002, manufacturer site: (B)(4), supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the cable cannot be removed from cable tensioner. The event occurred intraoperative on an unknown date. There was no patient harm or surgical delay. Concomitant devices reported: cable (part # unknown, lot # unknown, quantity # 1) this is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: based upon the visual inspection of the returned parts, it was noted that the unknown cable showed visible signs of damage. As such, the device was reassessed and determined to be reportable. No concomitant device(s). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: one (1) cable tensioner (part: 391.201 / lot: p507840) was received with a cable stuck in the device. A completed visual inspection identified the stuck cable. The tensioner was disassembled and it was found that the compression spring within the collet assembly, which is required to open the collet jaws, did not return to its original length. When the collet jaws are unable to be fully opened, it causes the cable to become caught within the tensioner. A device history record review was conducted and found that the device met specifications prior to shipping. No manufacturing related issues were identified and/or confirmed. The design is determined to be adequate for its intended use when used and maintained as recommended. The root cause of the complaint condition is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.